Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID: [mc1vr01-delsys], (serial: (B)(6)). D9: no, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), tether was attempted to be removed after placing the device at the acceptable location. However, the physician was subsequently unable to remove the tether because of the presence of a large thrombus. During multiple attempts to withdraw the tether, the device became detached from the myocardial wall and migrated into the atrium. As the tether had not been completely removed, the physician was able to partially recapture the device using the delivery system. The device and delivery system were attempted, not used and replaced. No patient complications have been reported as a result of this event.